Event description:
A call was received through technical services reporting pt presented with siezures and interrogation strips show low pacing rate/low heart rate. It is thought that possible rate decrease was due to myopotentials from unipolar leads and resulted in inhibition of pacing. Pacing system was explanted and replaced. No further patient complications have been reported as a result of this event.